Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported a new lead was opened but not used at implant because the doctor decided to use another size. No patient complications were reported as a result of this event.